Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, high pacing lead impedance and high capture threshold on right ventricular lead was observed. Patient didn't experience any adverse event from loss of pacing capture or failure to deliver tachy therapies. It was believed that exit block was the cause of rise in threshold and impedance. Lead was capped and replaced on (B)(6) 2019 successfully. Patient was stable throughout the event.